Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 16mm amplatzer septal occluder was chosen for procedure. During the procedure, the device presented in a cobra formation and was unable to deploy. No additional information has been provided.

Event description:
It was reported a 16mm amplatzer septal occluder was chosen for procedure. During the procedure, the device was deployed and released from the cable presenting in a cobra shape deformation. The device was retrieved and the patients defect was surgically repaired. The patient remained stable throughout the procedure and is currently stable. No additional information has been provided.

Manufacturer narrative:
The reported event of the device showing in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600034451 revision c " caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure."